Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 2700tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 8 years, 3 months due to severe aortic regurgitation and prosthetic valve dysfunction. The patient presented with shortness of breath. The procedure was performed with a 29mm 9755rsl transcatheter valve. The patient tolerated procedure well and was transferred to stepdown in stable condition.

Manufacturer narrative:
H11: corrected data: h6 - device code(s). H11: additional manufacturer narrative: updated sections b4, b5, b7. Updated sections g3, g6. Updated sections h2, h6 - type of investigation; investigation findings; investigation conclusions. Thrombosis is a condition in which blood coagulates and creates what is commonly known as blood clots. Thrombosis can cause life-threatening conditions requiring immediate medical attention. Bioprosthetic valve thrombosis (bpvt) is one category of bioprosthetic valve dysfunction and is an increasingly recognized complication of tissue valve prosthesis. Bpvt usually occurs late after implantation and can be further categorized into two subcategories: clinical valve thrombosis (cvt) and subclinical valve thrombosis (slt). Clinical valve thrombosis is defined as clinically apparent prosthetic valve dysfunction with the typical finding of an increased transvalvular gradient with a mobile mass/thrombus on the prosthetic heart valve as visualized by echocardiography or multi-detector computed tomography (mdct). There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Valve thrombosis is a known potential risk associated with the use of bioprosthetic heart valves, which is included in the instructions for use (IFU), and there is no evidence to suggest a manufacturing non-conformance or defect contributed, thus no further evaluation is needed. Based on the information available, the most likely cause is patient factors. The device history record (DHR) review was completed, and no relevant non-conformances were identified. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 2700tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 8 years, 3 months due to thrombus, severe regurgitation, severe stenosis. The procedure was performed with a 29mm 9755rsl transcatheter valve. Per medical records received, the patient was recently managed with warfarin for suspected av thrombus. The patient presented to the ed with progressive sob orthopnea, chest pain and exercise intolerance. There were minimal valve calcifications. The patient was transferred to ICU.